Event description:
Related manufacturer reference number: 2017865-2023-23791. It was reported the patient presented for an initial leadless pacemaker (lp) implant. During the procedure, when maneuvering to the appropriate chamber, the lp moved from the docking cap of the delivery catheter creating a gap. Trouble shooting was attempted but not successful. The delivery catheter was exchanged, and the initial lp was implanted without further issue. The patient was stable.

Manufacturer narrative:
The reported events of premature separation and failure to connect were not confirmed. As received, a catheter was returned in one piece for analysis. Dimensional analysis and functional tests that could be performed relating to the reported events did not identify any anomalies. X-ray inspection found offset coil distal to transition zone consistent with procedural damage.